Event description:
Trinity revision after approximatively 2 months due to instability (revision planned on (B)(6) 2024).

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including the return of the explants, operative notes, x-rays, patient information, have been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The relevant device manufacturing records will be identified and reviewed. Information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.